Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced a lump in abdomen with signs of infection, pain, redness, swelling. After the withdrawal of medication. For a week now, all of her puncture points had infected. The cleaning method had not changed. Also, mentioned two extra doses were effective. The same doses were left. No further information available.